Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer was able to clear the malfunction alarm. In addition, the customer received multiple cartridge alarms ( alarm 19) with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly, the customer had manual injections available as alternate insulin therapy.